Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 cgm was displaying lower values than fingersticks. Patient has been taking apap for a cold. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.